Event description:
Unsolicited: infusion nurse reports pump (serial number: (B)(6), maintenance due date: unknown) is erroring for air in line. She has tried several things to resolve but it has not. She states nurse before stated she had the same issue (no timeframe provided). She has gravity tubing for infusion today and will use that. No missed dose or adverse event(s) reported due to device issue. Pharmacy to replace. Pump is available for return. No further info. Reported to cvs/caremark by: health professional.